Event description:
The report received from the affiliate indicated that pta was performed on a lesion in left internal carotid artery with 85% stenosis via the right brachial artery. There was no calcification or vessel tortuosity. The pt presented asymptomatic carotid artery stenosis. An angioguard embolic protection device was successfully deployed and retrieved. The lesion was pre-dilated with a 3mm balloon at 8 atm then a precise stent (precise) was successfully deployed. During post-dilatation with a 4.5mm balloon (unk MFR), at 10 atm and withdrawal of the angioguard from the pt's body, he developed a stroke with a symptoms of paralysis on his right upper limb. Edaravone and argatroban hydrate were administered to the pt. A cerebral infarction on the ipsilateral side was confirmed by MRI at the post procedure. According to the physician, debris might have gone through the filter basket and led to the stroke. As the pt only had a minor paralysis remained, he was discharged from the hospital. At 19 days later, the pt was brought back into the hospital as the paralysis appeared again. However, it disappeared within 24 hrs and therefore the physician diagnosed that the pt had a tia. The pt was discharged on that day.

Manufacturer narrative:
The lesion was 15mm in length and 1.0mm in diameter. The device had been stored, handled, inspected, and prepped per IFU with nothing unusual noted before the procedure. There was a tight seal between the sds and the toughy borst (hemostasis) valve of the sheath introducer/guiding catheter during aspiration. The stent delivery system did not pass through any acute bends and there was no difficulty encountered while advancing/tracking the sds towards the lesion. There was also no difficulty or resistance noted while crossing the lesion with the stent. No unusual force was used at any time during the procedure. The stent was fully expanded with good wall apposition. A pta was performed on a lesion in left internal carotid artery without calcification or tortuosity with an 85% stenosis. An angioguard embolic protection device was successfully deployed and retrieved. The lesion was pre-dilated and a precise stent was successfully deployed. Sometime between post-dilatation and withdrawal of the angioguard, the pt developed a stroke with a symptom of paralysis on his right upper limb. A cerebral infarction on the ipsilateral side was confirmed by MRI. Edaravone and argatroban hydrate were administered to the pt. According to the physician, debris may have gone through the filter basket leading to the stroke. As the pt only had minor paralysis remaining, he was discharged from the hospital. At 19 days later, the pt was brought back into the hospital as the paralysis had returned. However, it disappeared within 24 hours and the physician diagnosed a tia. The pt was discharged the same day. The device remains implanted in the pt and is thus not available for evaluation. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Stroke and tia are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation, and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction, and gender. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that mfg issues contributed to the event. Review of the info suggests that pt, vessel, and procedural factors may have contributed to the reported events. This is one of two devices associated with the reported event that were submitted under mfg numbers: 1016427-2009-00148.